Manufacturer narrative:
The mcs tip cover accessory used during the da vinci-assisted surgical procedure was discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. However, intuitive surgical, inc. (Isi) has received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. There was no thermal damage observed at the wrist assembly. A new mcs tip cover accessory was installed on the instrument without issue using an applicable tip cover tool. The mcs tip cover accessory was not loose nor did it move while attached on the tube extension of the mcs. The cable cord was connected to the generator and instrument without excessive force. The erbe generator recognized unit on multiple attempts. The instrument was placed on xi system arm and recognized the instrument on several attempts. An energy activation test with grounding pad was then conducted on system. No faults or error messages appeared during in-house testing. The instrument was driven on the system and intuitive motion was being experienced. A wet paper towel began to smoke when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no unintended energy leakage was observed. A review of the device logs for the mcs (part# 470179-19 / lot/serial# n10200928-0548) associated with this event has been performed. Per this review of the logs, the mcs was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy surgical procedure, the mcs instrument allegedly arced to an unspecified vessel causing a superficial burn. However, it was confirmed there was no bleeding and no medical intervention was required. Although there is a report of a superficial burn on the vessel, it was confirmed there was no bleeding and no medical intervention was rendered to the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissor (mcs) instrument allegedly arced to an unspecified vessel causing a superficial burn. However, it was confirmed there was no bleeding and no medical intervention was required. The procedure was completed with a back up mcs instrument. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was reported that during the procedure, arcing was witnessed from the mcs instrument. The mcs instrument was used for 3 hours during the procedure. The mcs instrument arced to an unspecified vessel; however, there was no bleeding or tissue damage secondary to the arcing incident. It was confirmed that the burn was very superficial and did not require any medical intervention. The prograsp and maryland instruments were in use when the arcing incident occurred. The following were confirmed: the instrument and accessories were inspected prior to and during the procedure and there was no damage noted. The instrument tip was not in contact with tissue when the arcing occurred. There was no contact with staples or clips when the instrument was energized, the instruments did not collide with other instruments, and the instrument was removed prior to the arcing incident. The following are unknown; if the jaws of the mcs instrument were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument and if the monopolar cord connected to a bipolar instrument. The erbe vio was set at forcedcoag 3, autocut 4 when the arcing occurred. The patient is reported to be doing well with no reported issues. The mcs tip cover accessory has been discarded. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.